Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with leaking from tank cover, corroded drain fitting and damage line cord. The customer stated problem was duplicated. The device leaked water from the tank cover confirming the customer complaint. Replaced tank cover, line cord and drain fitting. The cause of the reported problem was traced to the customer damage of the device (impact). A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is leaking from the front of the tank. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.